Event description:
Cap came off of dialysis catheter, went to dialysis and had it changed off. Arterial limb of tesio separated from catheter. Pt catheter replaced with new proximal connector port. Inflow/outflow after replacement.